Event description:
The healthcare professional reported that the patient reported to the unit with a crack on the twist clamp of the transfer set. This was noted after 4 months of use with no patient injury or medical intervention required according to the healthcare professional.